Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer failed to detect on bus. Customer tried to reboot and recover the storage space, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer (fse) reported that the medstation was not detecting any drawers in both the main unit and auxiliary unit. The fse inspected all cables and connections and identified that the communication sled was faulty. The fse replaced the communication sled, which restored proper drawer detection and system functionality. The system functioned as intended after the field service engineer repaired the device.